Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported device failure. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose level was reported to have been 400 mg/dl, with no specific value reported. The patient had reported that they had underwent cataract surgery approximately four weeks prior to this event and subsequently experienced recurrent high blood glucose levels, while on omnipod therapy. Patient reported feeling dizzy and hyperglycemia. The hcp indicated retinal inflammation, likely related to elevated glucose levels during that time. Patient stated that the doctor recommended him to remove the pod and use a lispro insulin pen to treat hyperglycemia. The patient was released later the same day ((B)(6) 2026). Patient reported they had a follow-up appointment with their physician on (B)(6) 2026 and was instructed to replace their pod, when their blood glucose values are high.